Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly and review confirmed that subassemblies also met all requirements per the appliable mqp as well. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) to left subclavian artery, there was withdrawal difficulty through the sheath with the balloon catheter. The catheter was normal in appearance as it came from the packaging. The product was prepped and used following the instructions for use (IFU). The vessel was neither calcified nor tortuous, however, it was 100% stenotic. Plain old balloon angioplasty (poba) was performed resulting in residual 50% stenosis. Thereafter, the reported device was introduced and poba was conducted again. The balloon was inflated twice with an indeflator at 10atmospheres. The balloon was deflated without difficulties and was completely rewrapped. Then attempts were made to withdrawal balloon catheter from the vessel, however, it was stuck at the distal tip of the sheath introducer. Therefore, the balloon and the sheath were retrieved as one unit forcibly. There was no adverse consequence to the patient.